Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when the surgeon took their final confirmation x-ray, they noted l2 right was lateral by 5mm, but still in the pedicle and l3 right was >5mm off plan, lateral, outside of pedicle. The screws were "locked down" with the rod and the surgeon chose to leave them in place. The workflow went as planned, as the perc pin was placed, the level were executed in a zig zag from l2 to s2, pilot holes were drilled, the surgeon changed sides when drilling, and then went back with tap and screw. The surgeon believed they bounced off the facets for this deviation. There was no delay to the procedure and no impact on the patient outcome.